Manufacturer narrative:
Pump was received with cracked and bleeding lcd glass. Pump had minor scratched display window. No crack noted on pump case.

Event description:
The customer reported via phone call that the insulin pump was dropped and the display screen is cracked. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.